Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s spouse, the patient experienced discomfort/pain and developed signs of an infection that included a rash, redness, swelling/inflammation, and drainage that spread beyond the patch boundaries. It was unspecified whether the symptoms first appeared at the needle puncture site or beneath the sensor patch. The partner consulted a physician who recommended that she take the patient to the hospital. The patient underwent an evaluation and was prescribed an oral antibiotic (doxycycline, dosage not specified). The patient did not indicate if laboratory tests or diagnostic imaging evaluations were performed to identify an infection and the duration of the visit. At the time of the report, no photo was provided, and the spouse stated that the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).